Event description:
It was reported by service report that the motion interrupt pan was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan damaged.